Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The 85% stenosed concentric de novo lesion was located in a mildly calcified and mildly tortuous left anterior descending artery that contained a bend of less than 45 degrees that was located near a bifurcation with a diagonal artery. The lesion was predilated with a 2.5x15mm apex balloon. A dissection was noted in the left anterior descending artery. Three promus stents were placed: a 3.0x15mm and a 3.0x8mm in the left anterior descending artery and a 3.5x18mm more proximally across the bifurcation. After the 3.0x8mm promus stent was placed, the left anterior descending artery shut down due to thrombus formation. A 3.0x8mm promus stent was advanced, but could not cross through the 3.5x18mm stent. When the device was removed from the patient, stent damage was noted. The procedure was completed by the placement of another promus stent which opened the left anterior descending artery. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer: the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).